Event description:
Patient called lfs alleging that their one touch ultra meter was set to the wrong unit of measurement. Patient reported that their meter was set to mmol/l, instead of mg/dl. Patient was running low because patient had accidentally taken a double dosage of insulin and needed to test their blood glucose level. Patient obtained a "206 mg/dl" on the meter. The patient neither alleged harm nor experienced injury or medical intervention. Medical affairs specialist had a spanish-speaking customer service representative call patient to obtain additional information. Mailed a letter since the patient could not be reached. Due to a possible power interruption the unit of measurement may have changed. This event meets the criteria for a medical device reportable.